Manufacturer narrative:
A partial lead with the pin measuring 11.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that the lead exhibited noise causing oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission. Review of transcripts revealed noise. Damage to the lead was suspected. Patient presented in clinic and noise episodes were not seen anymore. Patient will continue to be monitored. Patient was stable.